Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the customer allegation "e227" was due to damage on charged coupled device (ccd) unit, a b31a scope communication error occurred and due to damage on circuit board of video plug section, a b31scope communication error occurred. The probable cause is likely due over current being applied, potentially damaging electronic components, due to poor contact in the video connector, powering on while the connector was wet, or connecting/disconnecting while the video system center was powered on. However, the root cause could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: no scope ID data. The probable cause is likely due over current being applied, potentially damaging electronic components, due to poor contact in the video connector, powering on while the connector was wet, or connecting/disconnecting while the video system center was powered on. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex 3d deflectable videoscope displayed error e227. The reported issue was found during preparation for use before the patient was in the room. There were no reports of patient involvement.